Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: performance data from the device was received and analyzed. Analysis revealed that the device reached the recommended replacement time (rrt) on (B)(6) 2013. Concomitant product: 6947 implantable defib lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary, the device was returned and analyzed. Analysis revealed a high current drain condition due to current leakage in a ceramic capacitor.